Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that here is an led segment that does not illuminate and there are some led segments that illuminate when they should be off. The ui board was found to be defective. The ui board was replaced and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that there is one missing led segment on the bottom display on the right. There was no known impact or consequence to patient.